Event description:
It was reported that the patient had fallen on the ice during the winter prior to the date of this report. About a year ago, the patient¿s muscle had pushed the implant to the point at which the patient could see the implant under the skin, though the implant itself was noted not to have been moving around. The patient could occasionally feel the stimulation ¿kick on¿ when moving a certain way. During an appointment on 2014 (B)(6) the patient had received assistance from a manufacturer representative or healthcare provider and the patient's concerns were resolved, though the patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37711, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).